Event description:
A malfunction alarm with code malf 12 was reported by the customer, indicating a momentary power loss to the vibrator motor, but there was no adverse impact on the customer's blood glucose level. Despite the issue occurring at least three times, the customer had not reset the pump within the last 24 hours. Technical support decided to replace the problematic pump, and the customer confirmed understanding of instructions to return it using a pre-paid label within 10 days. The customer was advised to put the pump into storage mode before returning, and it was confirmed that the pump was under warranty. Meanwhile, the customer continued to use the current pump as backup therapy to ensure uninterrupted insulin delivery.